Manufacturer narrative:
A boston scientific technical services (ts) consultant stated the noise was consistent with myopotentials and recommended evaluation of the lead position. No further information is available. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that this lead had detected noise. The noise was oversensed, leading to pacing inhibition with no discernible systole for periods greater than two seconds. No adverse patient effects were reported.